Manufacturer narrative:
Device evaluation: crease fold and total delamination of the valve. Leak test and microscopic analysis was performed which identified, total delamination of the valve. Based on the device analysis, the final assessment is: total delamination of the valve assessed, as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.